Event description:
The pt's parent reported that 1.5 -2 weeks ago the pt experienced elevated blood glucose of over 500 mg/dl. The pt was given a bolus through the infusion device but blood glucose remained elevated. The parents changed the accessories and bolused through the infusion device but blood glucose remained elevated. The father noticed the piston rod of the infusion device was blocked and no alert/error message was displayed. The pt was switched to the backup infusion device. The pt's normal blood glucose range is 100 - 120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.